Manufacturer narrative:
Event summary: (B)(6) reported on 04may2023 that there was an incident with a perc ncircle nitinol tipless stone extractor (rpn: ntrse-100038, lot number 15022229). The warehouse staff noticed dust inside the package, they separated the item immediately. Investigation ¿ evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of a customer provided photograph, were conducted during the investigation. It was reported the complaint device would not be returned. A photo of the complaint device was provided and shows black dots close to the distal tip of the stone extractor. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 15022229 found one related nonconformance for ¿foreign matter, embedded in the packaging material¿. The nonconforming product packaging was scrapped prior to lot release. Without a device return cook is unable to establish if the nonconformance is the same as reported failure mode. A database search found one other complaint has been reported for the same failure mode from the same distributor. The evidence gathered from the dmr and DHR did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: caution: sterile if the package is unopened or undamaged. Do not used if package is broken. Based on the available information, visual inspection of the provided photo, and the results of the investigation, cook has concluded a cause for the complaint cannot be established as the source of the foreign matter cannot be identified from the photo provided; it was not possible to rule out manufacturing. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the warehouse staff noticed dust inside the packaging of a perc ncircle nitinol tipless stone extractor. The device did not make patient contact and no adverse effects were reported.